Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber bonding in the outer tube area distal end is damaged and image was purple. Based on the investigation results, and as the reported device malfunction could not be confirmed during evaluation, a definitive root cause could not be determined. However, the most probable cause of the reported purple image malfunction was broken video cable and fiber bonding at the distal end outer tube area occurred due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gynecologic laparoscope had thin horizontal stripes on the monitor. The issue occurred during an unspecified procedure. There were no reports of patient harm.